Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure that the maryland bipolar forceps (mbf) instrument was found to have a broken conductor wire. The procedure was completed with a backup instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a damaged conductor wire insulation at the yaw pulley. The conductor wires were exposed that were not frayed or broken. The instrument passed an electrical continuity test. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.